Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 361 mg/dl. Customer treated their blood glucose levels via insulin pump. Troubleshooting for critical pump error was performed. Customer advised the clear piece where the reservoir was located had come off. Customer advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, minor scratched lcd window and corroded battery tube.